Event description:
The patient reportedly was making slower than expected progress while using the device. Pe tubes were reportedly placed in 2006, five months later, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning. The device remains implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, the patient is doing fine following the pe tube placement and continues to use the device. This is the final report.